Manufacturer narrative:
UDI #: n/a.

Event description:
During a patient use event, the user is reporting that the device did not power on; the battery appears to have been depleted. The patient did not survive.

Manufacturer narrative:
(B)(4). No evidence of the device being used for a patient use case found during review of the device internal memory.